Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported that mesh was explanted. There was a broken ring and erosion into bowel. Per sale rep observation, ring had come out of mesh, folded / bent over and had cracked.